Event description:
On 09/08/2021, it was reported by a sales representative via phone that an ar-8970ar anterior right ankle fusion plate, the screws would not lock into the plate correctly. The surgeon removed the plate and screws. This was discovered during an ankle fusion repair on (B)(6) 2021. The case was completed by using the 2nd ar-8970ar in the kit.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.